Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that patient was undergoing explant of primary hip components with implantation of a cement spacer due to infection. Doctor removed a 52mm pinnacle cup, 52-36mm +4 neutral liner, 36mm cocr femoral head and a size 4 summit stem. Surgeon then implanted a 150mm prostalac stem, 42-32mm prostalac liner and a 32mm +5 femoral head. There were no delays. Doi: unknown. Dor: (B)(6) 2023. Affected side: left hip. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "24_aug_2023_12_29_17_17288". Visual analysis of the photo revealed that there was no damage or defects with the summit por taper sz4 std off. No defects that could have contributed to the reported event were observed on the provided evidence. The overall complaint was not confirmed as the observed condition of the summit por taper sz4 std off would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that patient was undergoing explant of primary hip components with implantation of a cement spacer due to infection. Doi: unknown; dor: (B)(6) 2023; affected side: left hip.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.